Event description:
Additional information was received that during the valve implant; a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The deployment starting point was at bottom of pigtail and a non-medtronic guidewire (bs safari xs) was used. Per the physician, the aortic dissection was caused by partially opening the valve during recapture. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection and no treatment was performed.

Manufacturer narrative:
Updated data: b5 e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, multiple partial recaptures were performed. The first re capture was performed due to the valve being positioned too low. The second recapture was performed due to partial dislodgement of the valve into the aorta. The valve was subsequently positioned correctly and released in a satisfactory location. The final aortography revealed a dissection at the level of the aortic root. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus valve, product ID: evproplus-29, serial: (B)(6), use by date: 2025-11-26, UDI: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.